Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.